Event description:
Pt admitted for bilateral pneumonia - degraded with htn to hemorrhagic cva x2 to resp fail - final off anticoags (cvas) and exhibiting thrombus profile; pt family withdrew support - pump off.